Manufacturer narrative:
After additional investigation performed by the manufacturer's product support engineering team, it has been determined that the pocket containing an incorrect medication released due to use error during a stock process. The reported event did not occur due to a product malfunction. The manufacturer's product support engineer stated: "all of our available logs support that user bpage requested the glucagon in an issue transaction at 9:24:32am on (B)(6) 2024, and that our system accessed the appropriate glucagon cubie in bin 01 12. The auditlog file for that time frame shows user bpage issuing to patient (B)(6), and then displays the cubie memory of the cubie that was called upon; which lines up with the glucagon cubie that was requested. The hw events don't display any record of the system calling upon the azithromycin cubie during this transaction." MDR 2016493-2024-00175 is being recalled based on the fact that there was no device failure, it functioned as intended. User error solely caused the alleged delay in removing the required medication. As stated in the original submission, the affected patient was hypoglycemic and found unresponsive before the manufacturer's device was involved in the emergency glucagon pull. There have been no other reported cases that caused or contributed to a death or serious injury for this failure and device.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended." The following fields have been updated with additional/corrected information: a1, d1, d4, h6, and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 21-mar-2022 to 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the wrong cubies were opening and destocking themselves instead of the one required. A technical support specialist confirmed that they cycle counted the bins in question and all the correct bins opened and verified that the correct cubie sizes were reflected. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medbank system opened a wrong cubie while issuing medication to a patient, causing significant delay during an emergent event. Customer added that the intended medication was glucagon, but the wrong cubie popped open with azithromycin when the glucagon quantity hit zero. The patient was in unresponsive state with a blood sugar level reading 38 mg/dl when the incident occurred, and the medication was retrieved by cycle counting glucagon. The customer was not aware about the patient's outcome associated with this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that all items were in correct cubies. User verified by cycle counting the bins to confirm that the bins opened correctly and also showed correct cubie sizes. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system opened a wrong cubie while issuing medication to a patient, causing significant delay during an emergent event. Customer added that the intended medication was glucagon, but the wrong cubie popped open with azithromycin when the glucagon quantity hit (B)(4). The patient was in unresponsive state with a blood sugar level reading 38 mg/dl when the incident occurred, and the medication was retrieved by cycle counting glucagon. The customer was not aware about the patient's outcome associated with this event.